Manufacturer narrative:
Argus case (B)(4).

Event description:
Sticks, goes to the throat, [medication stuck in throat]. Has passed its validity. [Expired device used]. Case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a female patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number asku, expiry date unknown) for denture wearer. Co-suspect products included double salt dental adhesive cream (corega sin sabor (without flavour)) cream (batch number asku, expiry date unknown) for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started corega powder and corega sin sabor (without flavour). On an unknown date, an unknown time after starting corega powder and corega sin sabor (without flavour), the patient experienced medication stuck in throat (serious criteria gsk medically significant), expired device used and product complaint. The action taken with corega powder was unknown. On an unknown date, the outcome of the medication stuck in throat, expired device used and product complaint were unknown. It was unknown if the reporter considered the medication stuck in throat and expired device used to be related to corega powder and corega sin sabor (without flavour). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patient used corega for a long time, but it was coming with a vacuum, the cream, when you squeeze, was leaving air, corega cream without flavor 68g. The powder one was bad, it sticks, went to the throat, she had not used it for a long time, had passed its validity. Consumer treated by an hcp : none , reporter consented to follow-up : no, reporter authorised follow-up with hcp : none, suspect drug: corega po unknown.